Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a peeling downstream occlusion (dso) seal. The pump was in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device did not power on. The event occurred before infusion. The customer returned the product for not powering on, and during physical inspection it was found that the downstream occlusion (dso) seal was peeling. There was no patient involvement.